Manufacturer narrative:
The initial reporter was not a healthcare professional. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported system error which was not reproduced. No system errors were found through a review of the event history log and the device functioned as designed during testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error during delivery in the general b department on (B)(6) 2017. There was no patient injury or medical intervention associated with this event. No additional information is available.